Event description:
Customer reported via phone call to have received a button error alarm right after inserting infusion set. Customer's blood glucose was 209 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. No button error alarms were noted. The pump had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.